Event description:
It was reported by the patient that they had a skin rash that had become quite severe. The patient had seen a dermatologist for years for the skin rash that developed shortly after original implant. The rash was initially thought to be eczema. The patient also stated that after the most recent device change out, the rash has gotten progressively worse. The dermatologist performed a biopsy and determined the skin rash was due to the patient being allergic to yeast and not anything "in their device". The yeast infection will be treated by the physician. The source of the yeast infection was not known. The crt-p system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the patient is experiencing a possible allergic contact.